Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it was found that the receiver had a cracked display window. However, the issue was not related to the customer complaint. A global receiver test was attempted, unable to run functional tests because of perpetual rebooting. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. The receiver was opened and the ui pcba was detached to download the receiver log. The receiver log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.